Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 18855008.

Event description:
It was reported that the patient was experiencing inadequate stimulation and overstimulation. It was noted that the patients leads had high impedances. The patient underwent a revision procedure wherein the leads were replaced. The explanted devices will not be returned as they were kept by the facility.